Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -10.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens had tore during injection into the patient's eye. Intraoperatively the lens was removed and replaced with a same model/length lens and this resolved the problem. There was no patient injury. The cause of the event was reported as unknown.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -10.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens had tore during injection into the patient's eye. Intraoperatively the lens was removed and replaced with a same model/length lens and this resolved the problem. There was no patient injury. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Manufacturer narrative:
H6- work order search: no similar complaint was reported for units within the same lot. Claim# (B)(4).